Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms the customer's blood glucose (bg) level was in the 200-300 mg/dl range. To address the high bg, the customer would resume insulin delivery and deliver a bolus of insulin. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be related to the infusion set site; however, after receiving a new set of cartridges, the customer stated that the occlusions appeared to have been resolved with the new set of cartridges.